Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe not being able to complete cutting during surgery; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a vitreous cutter would not cut before a procedure. There was no patient involved.